Event description:
Paramedics were treating a pt who had been struck by lightning. The paramedics reportedly had to hike in to the pt's location in a heavy rainstorm. When the paramedics turned the device on, allegedly the monitor screen was blank. The defibrillator, lcd display and strip chart recorder operated normally. The paramedics used the strip chart recorder to monitor the pts rhythm and treat the pt. The pt reportedly rec'd one defibrillator countershock. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.